Event description:
Distributor reported that end user executed a procedure to remove a clot, but the wire went into the wall of the vein and perforated it. The end user had to stent the puncture.

Manufacturer narrative:
The local sa distributor reported an end user had an incident while removing a clot from a patient where the wall was punctured and required an extra surgical step to fix the puncture by stenting it. This was the first time the user had used this type of device, and during this first use, performed the procedure without contacting the distributor to assist nor watch the first case to support. As instructed in the IFU, the device is to be positioned correctly prior to activating the device and during activation, the device catheter should be slowly withdrawn. It was determined that the most likely cause of this incident was user error as, when the device was turned on (active), the device catheter was moved or pushed forward, allowing the device to hit and then penetrate the wall. Any new relevant information received will be updated to this record.